Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the stent strut on the skirt side for the valve was observed to be bent backward during insertion through the esheath+. Per report, the stick angle was very steep. The team decided to move forward with deploying the valve in the aortic position. The patient is doing well. There was no adverse problems post deployment. Per report, there was moderate resistance during insertion of the valve with delivery system through the esheath+ at the beginning of expandable portion. The perceived root cause of the bent strut was an over 60 degree angle on the right sided stick. There was no injury to the patient.